Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap auto biflex device's sound abatement foam. The patient has alleged shortness of breath, emphysema and unknown lumps. Medical intervention was not specified. The device was returned to a third-party service center. The technician confirmed there was no visible foam particles found during the device evaluation. The device was repaired. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.